Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02745. It was reported that the right atrial and right ventricular leads exhibited noise. The atrial lead noise resulted in inappropriate automatic mode switch episodes. No pacing inhibition occurred and all other lead measurements were stable. No intervention was performed. Patient was in stable condition.